Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with post-sensed t-waves oversensing. The patient received inappropriate therapy. The device was approaching eri at the event. The device was explanted.

Manufacturer narrative:
The reported field events of oversensing and inappropriate therapy were confirmed via stored electrograms. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the field events could not be determined.